Event description:
It was reported by the affiliate that during a gastrectomy could not grasp handle at 1st firing. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument was returned in good visual condition. The instrument was cycled and formed the remaining clips within manufacturing requirements when tested. The device slow fed the clips during analysis. However, while we were unable to recreate the reported event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.